Event description:
It was reported that during a customer visit, a zoll sales representative found that the die cast channel of the autopulse platform was too wide to install an autopulse lifeband. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/06/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and no physical damages were noted. The platform underwent initial functional testing with no faults or errors exhibited. The customer's reported complaint was confirmed upon further evaluation of the platform. A test lifeband was used with the platform and was found to not lock and clip into the roller belt. The lifeband fell off the channel. Based on the investigation, the part identified for replacement was the die cast channel. After replacement of the die cast channel, the autopulse platform was functionally evaluated using a test mannequin as well as a large resuscitation test fixture (equivalent to a 250 lbs patient). The results of the testing indicated that the wide die cast channel issue was resolved. The platform underwent and passed all final testing criteria. A review of the platform's archive was performed and found no anomalies or errors on the reported event date of (B)(6) 2015. In summary, the customer's reported complaint that the die cast channel was too wide to install an autopulse lifeband was confirmed during functional evaluation of the platform and attributed to the platform's die cast channel assembly. Following service, including replacement of the die cast channel, the device passed all final testing criteria.